Manufacturer narrative:
Refer to manufacturer's report 2029214-2023-01769 and 2029214-2023-01770 for details pertaining to the reportable related event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient was undergoing a balloon angioplasty on (B)(6) 2020 for treatment of a saccular, unruptured right internal carotid artery (ica) c6 ophthalmic aneurysm with a max diameter of 5.5mm and a 3.3mm neck diameter. The devices used in the procedure include a phenom microcatheter, a navien catheter, and a pipeline stent.  The landing zone artery size measurements was 3.1mm distally and 3.7mm proximally. Dual antiplatelet therapy (dapt) was administered with a platelet reactivity units (pru) level of 240. The patient experienced a cerebellar infarction in the target vascular region. The patient experienced apoplexy. The patient's cerebellar infarction was treated with medication. The patient now has a slight movement disability in the left hand. The patient's outcome status was noted as recovered with sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported physician's comment on the cause of the cerebral infarction: corticoc infarction, but the dsa states that there is no clear cause of the occlusion vessel, device malfunction, or procedural problem is unknown. Detailed information on pharmacotherapy although it has been reported as "pharmacotherapy for cerebral infarction": drug therapy for cerebral infarction edaravone argatroban. Post-procedure follow-up information (at discharge/post-procedure 7 days: mrs2, post-procedure 30 days: mrs2, post-procedure 6 months: mrs1, post-procedure 12 months: mrs0, post-procedure 24 months: mrs1, post-procedure 36 months: mrs1) was obtained.